Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer reported the insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.